Manufacturer narrative:
The product was not available for return. Due to a lack of part and lot numbers, manufacturing, deviation and complaint histories were unable to be located and assessed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Information was received based on review of a journal article titled, "early experience with the vanguard complete total knee system: 2¿7 years of follow-up and risk factors for revision.¿ it was reported that fourteen (14) cases post primary tka in the rar study group had patellofemoral pain post primary tka and required a patellar prostheses for treatment. There has been no further information provided and the patient outcome is unknown. All other events will be reported in individual records which will be linked to parent record.